Event description:
A medtronic ent representative received a report that, while in a functional endoscopic sinus surgery (fess) procedure, within the navigation page of synergy ent 2.2.2, the navigation system became unresponsive. In trouble-shooting, the site exited the software and performed a hard re-boot which returned the system to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The surgeon declined to provide any patient information, other than gender. Date of event is (B)(6) 2014, however, the concern was not reported to a medtronic representative until (B)(6) 2014, 14 days after the procedure. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. (B)(4) 2014 a medtronic representative performed planned maintenance (pm) and a navigation system check-out, all areas passed. Navigation system and hardware were all functioning as they should. The reported issue could not be replicated.